Manufacturer narrative:
(B)(4). The customer reported to have found cracked the o2 (oxygen) sensor causing the low volumes. The customer mentioned to have replaced the o2 (oxygen) sensor and the unit passed extended self-testing. Covidien was not authorized to service the device. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 12/23/2013.

Event description:
Covidien received information stating that the customer attempted to place 840 ventilator on a patient and the unit failed delivering low tidal volumes. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.